Manufacturer narrative:
Patient information is unknown. This report is for an unknown dhs/dcs plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if device was implanted/explanted. Reporter email address is unavailable. Reporter is synthes sales consultant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a dynamic hip screw (dhs) surgery on (B)(6) 2018, the surgeon had difficulty applying the angled plate/ compression plate through the helical blade. It is unknown if there was a surgical delay. Patient outcome is unknown. This report is for an unknown dhs/dcs plate. This is report 2 of 2 for (B)(4).